Event description:
It was reported that a shaft break occurred. The patient presented with coronary heart disease, exertional fatigue, and shortness of breath. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during catheterization of the device the shaft broke. The device was removed without difficulty, and the procedure was completed with a different device. There were no patient complications or injuries reported.

Manufacturer narrative:
B7: other relevant history: added patient history. E4: init rptr also sent rep to FDA: changed to no. G2: report source: added user facility. H6: patient code: removed fatigued, ischemic heart disease and dyspnea.

Event description:
It was reported via user facility or voluntary medwatch/maude report list #3600840000-2024-8012 that shaft break occurred. The patient presented with coronary heart disease, exertional fatigue, and shortness of breath. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during catheterization of the device the shaft broke. The device was removed without difficulty, and the procedure was completed with a different device. There were no patient complications or injuries reported.